Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited an increasing capture threshold and high pacing impedance values. The lead was capped and replaced (B)(6) 2021. The patient was stable.